Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was brought back to operating room to remove broken screw and replace it with two new screws. We were able to remove half of the broken screw.

Manufacturer narrative:
Evaluation revealed the locking screw to be the primary product. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: damage and evidence of the breakage surface, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on the breakage surface indicate a fatigue fracture of the screw running from through the entire cross section starting at the thread minor diameter. Evident material abrasion and deformation were identified as cold sets (fretting corrosion), which were caused by early high load bearing with the nail during the period of implantation. General technical aspects: the broken screw is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Investigation revealed no evidence for discrepancies in material or manufacturing. The presented data suggest that the breakage of the locking screw was caused by a fatigue fracture due to early overloading by the patient in a situation where the nail was locked with one screw only. A more precise statement is not possible with the information given. No deviation found during risk analysis review. No new non-conformity was identified.

Event description:
Patient was brought back to operating room to remove broken screw and replace it with two new screws. We were able to remove half of the broken screw.